Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller prepping implantable neurostimulator (ins) for the case and noted seeing a system error and then saw 'validation error system detected invalid settings 00 01 00bb'. Agent reviewed guidance and the caller was able to advance and begin entering the pt's information. Inquiry resolved. No symptoms were reported.